Event description:
The following information was reported to gore: on (B)(6) 2022, a gore® viabahn® vbx balloon expandable endoprosthesis was intended for use in the common iliac artery for treatment bilateral occlusive disease. However, after the vbx device was successfully delivered, it was noticed on an angiogram, that the internal iliac had been inadvertently covered. The decision was made by the physician to leave the device and monitor the patient. The patient did not experience any adverse consequences.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. Manufacturing records were reviewed, and the device met all pre-release specifications. The reported unintentional branch vessel obstruction could not be independently confirmed as no items were returned for evaluation. Additional information obtained from the field indicates the physician suspected vessel obstruction was caused by mismeasurement of the target vessel. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period. The IFU states the following: ¿special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated.¿ the IFU also states: ¿once the optimal position is verified fluoroscopically, the endoprosthesis is ready to be deployed.¿